Event description:
The practitioner reported the pt had a history of severe aortic stenosis, a heavily calcified annulus and intraoperatively the valve would not rotate. One day postoperatively, the valve was explanted due to limited leaflet mobility.